Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspection & results: cartridge batch number k47j6m, cartridge position loaded, casing position, midway, hook shroud condition good, lockout slide position unlocked, number of staples returned in cartr none, retaining pin position midway, safety position unlocked, trigger position open/unlocked. Functional tests & results: hook shroud condition good, indictor function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disengage properly yes, staple heights conforming yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have cause reported incident. Instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. Staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. A clips returned with inquiry was determined to be not related to the stapler. It could not be determined as to what may have caused the reported staple line bleeding. It is possible that the retaining pin was not properly inserted into the anvil hole. If the retaining pin is not inserted properly, the staples may not align properly with the anvil pockets and may cause the staples to not form as designed. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a gastrectomy. It was reported the tlh90 was fired on the stomach during a gastrectomy. The staple line was very "non-hemostatic" the surgeon claimed there was "blood squirting out of the staple line." The rep was assured the stapler was fired properly, the green line was within the proper firing range and surgeon assured rep the proper steps were followed. The surgeon oversewed the staple line. There was no consequence to the pt.